Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the batteries were draining quickly inside the insulin pump. The customer stated they were using energizer batteries. The customer received a replace battery now alarm, but did not receive a low battery prior to the batt now alarm. The customer's blood glucose reading was 6.8 mmol/l. The customer did not recall any significant events leading to the issue, however the customer stated that the battery cap would get loose easily. The customer was sent a replacement battery cap and was advised to call back if problems persisted.